Event description:
While ablating with the rotablator system, the wire was pulled out and a perforation of the artery occurred. Pt was sent to the or for emergency bypass and subsequently died. No further details given.